Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient's skin was highly irritated under patch adhesive. The skin was open, oozing and sore. There was no alleged device malfunction contributing to the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. There is no indication that the patient received medical intervention. Reporting out of an abundance of caution.